Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. The customer replaced the gas delivery system. However the issue continued. The service engineer (se) inspected the unit. The se replaced the blower assembly and the unit passed the system leak test. An investigation was performed on the returned blower assembly. The blower assembly was tested and no failures were identified this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing the leak test. There was no patient involvement.